Event description:
Shaft of the absorbatack fixation device bent and separated after the physician applied a couple of tacks. No harm to the patient. Procedure continued using new absorbatack fixation device (same kind). The representative will be contacted to pick up the device.